Event description:
The customer reported a cycle cancellation with their automatic endoscope preprocessor (aer). The load was reportedly released and used on patients. There was no reported infection, injury or harm associated with the issue. The event is being reported to the FDA for user error. The load was released and used on patients after a cancelled cycle.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and standards hazard list (shl). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The shl was reviewed for exposure to biohazardous, pathogenic or infectious material and the risk is determined to be "limited." The affiliate stated the facility does not have a tracking system but that there are no injuries reported due to the load being released. The cause could not be determined since the unit was not repaired. The customer is no longer using their aer as it was replaced with an endoclens unit. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4). No code available: load not recalled.